Event description:
I was told I had pelvic inflammatory disease, major depression and cluster headaches. I also have sleep apnea, weight issues, hair growth, ringing in ears, vomiting, yeast infections, dental issues, chronic pelvic pain, fatigue, brain fog, frequent urination, painful ovulation, insomnia, chest pains, neck pain, back pain, painful intercourse, gastrointestinal issues, hair loss, nausea, painful periods, hip pain, severe bloating, joint pain, breast pain and all over body aches.